Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital discarded the explanted device and additional information was not made available. In add'l info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "removed due to an infection. No further information will be obtained."